Event description:
The customer reported that the extension line leaked where connected to the delivery lines. Sh/he experienced four leaks in two days. No samples were saved. Product code 5001102; lot number 27631.p07.